Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in the hospital for diabetic ketoacidosis. The meter was not sending their readings to the insulin pump. The customer also stated that she was in (B)(6), and due to the different time zone her basal rates were inaccurate. The customer stopped using the insulin pump and treated via syringe; however, their blood glucose increased to the point where she went into diabetic ketoacidosis. It is unknown how long the customer was off of the insulin pump prior to hospitalization. No further details were provided regarding treatment or symptoms of the hyperglycemia. During troubleshooting, the customer was successfully guided through connecting their meter to the insulin pump. The insulin pump was not returned for analysis.